Event description:
The incident involved a wall mounted aneroid and blood pressure cuff. A nurse sustained an injury to her left eye while attempting to obtain a blood pressure reading from a patient in bed. While retrieving the cuff from the wall mount, the nurse stretched the coiled rubber tubing toward the patient and in doing so the friction style metal connector between the cuff portion and the wall section separated. This resulted in both ends of the connection springing in opposite directions. One end made contact with the nurse's left eye causing immediate blurring of vision and obvious hemorrhaging of the eyeball. The nurse did seek medical treatment which is still on going. At this time, it is not known if there is permanent damage to the eye. Welch allyn is currently trying to have the devices returned for evaluation. From pictures we received from user facility, the coiled tube and connector attached to the aneroid do not appear to be manufactured by welch allyn. The connector is a luer slip type connector. From the pictures, there does not appear to be any damage or unusual wear on the connector. This is the first reported incident of this type associated with these devices.

Manufacturer narrative:
Add'l model and lot #: 5082-22.